Manufacturer narrative:
The subject device was visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula showed evidence of having been crimped, however it appears that forces applied to the device forced the insert to be expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent and damaged fasteners within the firing chamber. A review of the manufacturing records found no anomalies. Based on the available information the reported problems experienced by the user resulted in suboptimal performance and damage to the device components. A definitive root cause for the problems experienced cannot be determined at this time. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." It is not known at this time if the component came free within the body or later after it was removed and user attempted to clear the jam. If more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during a bilateral lap inguinal procedure while fixating a 3dmax light with the optifix device, the doctor reported that the fasteners began to break and the device jammed. Fixation was completed with a non bard/davol device. There was no patient injury reported as a result of the problem experienced. When the sample was returned it was noted that a component that is located at the distal tip of the device was missing and the prongs that retain the component were pushed outward. As there was a detached component the sales representative was informed and followed up with the surgeon. The surgeon did not believe that the component had detached while in the body. The sales rep also reported that device was dropped on the floor when preparing it for return, but it could not be confirmed that the piece had come free at that time. As a malfunction of this nature, detached component, could result in an unintended piece of the device coming free and require intervention to remove or be left in vivo if this occurs during use, an MDR is being filed to document this event.